Manufacturer narrative:
The explanted device was not returned as it was discarded at the hospital; thus, the clinical observation cannot be confirmed or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately sixteen (16) years and ten (10) months, due to host tissue overgrowth and aortic insufficiency. The explanted device was replaced with another edwards pericardial valve. Also noted that the patient had constrictive pericarditis. Records indicate that the patient was taken to the ICU in hemodynamically normal condition post intervention.